Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating impedances on rv and superior vena cava (svc) coils. It was determined that the rv lead had fractured. Intervention took place and the rv lead remains in use. No patient complications have been reported as a result of this event.